Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow lines for flow rate testing and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed to infuse a bolus of 0.9% ns (normal saline) 1 liter over one hour; the pump completed the infusion and signaled completion, but the IV fluid (intravenous fluid) bag remained full with no infusion delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.